Event description:
An talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm approximately three years ago. Vessel morphology at the time of implant is unknown. Currently, there is disease progression of the moderately angulated, aortic neck. The aortic neck diameter at renal arteries is 29 mm, 7 mm below then renal arteries the diameter is 34 and 20 mm below the renal arteries the aortic neck is 39mm in diameter. A resent CT demonstrated that there was stent graft migration with a type I endoleak. The patient was successfully treated with a talent and an endurant stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression; neck dilatation and angulated neck). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation and angulated neck).